Event description:
It was reported that a penta was advanced into the lesion without pre-dilatation. When the sds would not cross the lesion, pre-dilatation was done with another company's balloon catheter. The sds was re-advanced and inflated at 10 atm. The sds balloon was deflated and slightly advanced distally, and an angiogram was performed. Then the sds was pulled into the stent and a second inflation was performed. At that time, a pinhole rupture in the proximal balloon was observed and a dissection and hematoma were observed at the rupture site. Another company's balloon catheter was inflated at that site, and there was no further pt injury reported.